Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced master tool manipulator to resolve the issue. System was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that a caller contacted support during a trade fair to report that one of the consoles had an issue with the left manipulator. The caller stated that the console was not usable and was displaying an error. The caller indicated that a photo with more details would be sent, and it was noted that the system was not connected onsite. The customer reported event has no report of patient injury.